Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a pericardial effusion was observed. Device imaging was completed to confirm the effusion. In addition, the pacing parameters were increased without any capture. The lead was replaced to resolve the issue. The patient was stable following the procedure.